Event description:
Terumo medical corporation received the following reported information: 15-18ml of air was injected into the tr band was used following a left heart cath. The balloon shortly deflated and was unusable. A new tr band was applied and hemostasis was achieved. They were unable to detect where the balloon was leaking from. The balloon fully deflated within a minute of inflation. The patient was in good condition, and the blood loss was less than 250cc. There were no relevant tests performed.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: tech h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band was returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or ballan assembly. There is 13 ml of air left in the band. The sample was subjected to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing per procedure, 15 ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 13.5 ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band was returned for assessment and the sample passed leak testing. The check valve was deconstructed, and a piece of foreign matter was found. The complaint can be confirmed for foreign matter in the check valve. Review of the device history record cannot be completed due to the unknown lot number. A corrective action was initiated for this issue.